Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times at 10 atmospheres, 16 atmospheres, and 20 atmospheres respectively. However, during third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without problems. No patient complications were reported and the patient's status was good. It was further reported that the procedure was completed with another of same device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times at 10 atmospheres, 16 atmospheres, and 20 atmospheres respectively. However, during third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without problems. No patient complications were reported and the patient's status was good.